Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited electro-magnetic interference (emi) on the rate/sense and shock channels of the electrogram strips. The noise led to oversensing and inhibition of pacing. The noise was unable to be reproduced with pocket manipulation, isometrics, or other measures. There were two recorded episodes of this emi and the patient cannot recall what he what doing or where he was at the time.